Event description:
Customer called to report anion gap issues on the unicel dxc 600i synchron access clinical system. Customer had replaced the chloride tip on the instrument. After patient samples were run with this new chloride tip, the instrument exhibited low chloride recovery. The results were not reported outside the laboratory. When the issue was noticed, customer reran the samples on the cx9 instrument in the laboratory, the results of which were higher than the original. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) sent a new chloride tip to customer. Customer replaced the chloride tip, which resolved the instrument issue. Customer reran the samples using the newly replaced chloride tip, the results of which were higher and agreed with the cx9 instrument's results. Customer confirmed proper instrument function and sent data, which verified that the quality control results recovered within laboratory-established ranges. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).